Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of explanted component found evidence that failure mode was due to bending fatigue.

Event description:
It was reported that patient underwent revision hip arthroplasty on or around 2000. Patient reportedly stood up and heard a crack, subsequent radiographs indicated prosthesis fractured at the distal stem and proximal body interface. Revision surgery to replace components was performed in 2007.